Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door was unable to open, medicine stuck at the back door. A field service engineer opened back panel but did not see anything from that angle, shut station down, disconnected cable, removed drawer from the cabinet. Placed drawer facing down with front plates down. Watched for anything to fall out, laid drawer on flat surface, then opened both drawers, checked between both drawers. Nurse reported she might have dropped an unopened tablet while pulling multiple items, no tablet found. So, placed drawer back into the cabinet, restarted station to resolve the issue. The system functioned as intended after troubleshot by the field service engineer.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es tower door was unable to open medicine stuck at the back door. It was reported the medicine need to take out from the tower are stuck at the back of the door. There were no adverse events or injuries reported based on this incident.